Event description:
It was reported via repair work order that the stretcher was missing the bumper strips which resulted in sharp edges being exposed by the bumper channel. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.